Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with code 4581, e2402 for husky voice.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2023, the patient experienced an adverse event, which eventually caused him to be admitted into the ICU because of hyperglycemia. The patient reported he used two different transmitters, but both failed to pair. The patient did not have a blood glucose meter in his house and could not check his blood glucose value. As the patient did not have a way to check the blood glucose, he did not treat himself during the pairing failure. The patient reported about two days between the pairing failure and the onset of symptoms but does not remember it exactly. The patient started to experience symptoms such as vomiting and eventually lost consciousness. The patient's mother found him unconscious and called an ambulance who took the patient to the hospital. When the patient arrived at the hospital at an unknown moment, the blood glucose reading was 1200 mg/dl. The patient was admitted to the ICU with the diagnoses of diabetic ketoacidosis and was put on a ventilator. The patient was treated with phos-nak 3 times a day (dosage unknown), an unspecified antiacid, and his regular insulin shots. The patient was discharged 6 days after admission, and at the time of the report he was still recovering, felt like he had a fever, had a husky voice, and was still taking the medication mentioned. The patient did not remember how much time he was on the ventilator. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.